Manufacturer narrative:
Patient information is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information captured on maude report: product problem, original description, complainant part is not expected to be returned for manufacturer review/investigation. Corrections to information captured on maude report: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against maude medwatch number mw5076352. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).